Manufacturer narrative:
Medwatch sent to FDA on 06/09/2016. In response to FDA report number mw5061580. (B)(4). These events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device serial/lot number and patient information were not provided. Device labeling addresses: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Health professional reported, "alcl associated with silicone breast implant," side unspecified. Further follow-up reported as, "patient developed a mass and a seroma" on the left side. An initial biopsy was taken of the mass and it was diagnosed as "fat necrosis." The mass and the seroma were confirmed to be separate events. The device has not yet been removed as they are proceeding with chemotherapy currently. The patient will have implant removal and capsulectomy pending the success of chemotherapy. Health professional confirmed verbally that pathology reports stated markers were "cd30+ , atypical lymphoid infiltrate" and "alk-1."